Event description:
A malfunction alarm was reported by the customer identified as malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward, allowing the customer to continue using the pump without further issues. The customer was advised to contact support again if any future malfunctions occur.